Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for low alerts occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A review of the share logs was performed and no audio for low alerts within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.